Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report an error 20 on start up. There was no reported patient involvement.

Manufacturer narrative:
.